Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that there was a patient like a patient whose trial worked great, but the permanent device didn't work so the doctor did surgery and put the device on the other side. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.